Event description:
Peri-rectal hematoma. Patient presented with abdominal pain but no fever. Diagnostic tests determined that there was a pre-rectal hematoma. The vessel was cauterized and the patients symptoms resolved.

Manufacturer narrative:
The manufacturer is not aware of whether or not the user facility is reported this event. This event is being reported, because intervention treatment (cauterization) was done to repair a small blood vessel. There is no permanent injury to the patient. The investigation revealed no evidence of surgical technique deviation or product malfunction. The cause of the event is inconclusive.